Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was sent to the supplier and evaluated. It was reported that hd arthroscope/sinuscope 4.0mm x 30 deg x 167mm (mitek lock) had cloudy lenses. Per service report, this complaint can be confirmed. The following defects were found during evaluation: outer tube damaged, distal tip, distal tip damaged, shaver damage to distal tip, distal tip has deposits, field stop defect, field stop loose. The defective parts were replaced, and the device was tested and found to be working according to specifications. The physical damages to the device including damage to the field stop are most likely a result of user mishandling of the device or a possible fall. The damage to the distal tip is due to contact with the shaver during a surgical procedure as identified during evaluation. The deposits on distal tip were caused by improper cleaning of the endoscope by the customer after the usage. The deposits on the distal tip and physical damage to the scope would have caused the customer to experience cloudy lens and poor image quality. A manufacturing record evaluation was performed for the finished device [1381292] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A manufacturing record evaluation was performed for the finished device [1381292] number, and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device was sent to the supplier and evaluated. It was reported that hd arthroscope/sinuscope 4.0mm x 30 deg x 167mm (mitek lock) had cloudy lenses. Per service report, this complaint can be confirmed. The following defects were found during evaluation: outer tube damaged, distal tip. Distal tip damaged. Shaver damage to distal tip. Distal tip has deposits. - field stop defect. Field stop loose. The defective parts were replaced, and the device was tested and found to be working according to specifications. The physical damages to the device including damage to the field stop are most likely a result of user mishandling of the device or a possible fall. The damage to the distal tip is due to contact with the shaver during a surgical procedure as identified during evaluation. The deposits on distal tip were caused by improper cleaning of the endoscope by the customer after the usage. The deposits on the distal tip and physical damage to the scope would have caused the customer to experience cloudy lens and poor image quality. A manufacturing record evaluation was performed for the finished device [1381292] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during inspection on 12/15/2020, it was observed that the hd arthroscope/sinuscope 4.0mm x 30 deg x 167mm (mitek lock) had cloudy lens. There was no procedure nor patient involved. No additional information was provided.